Manufacturer narrative:
The swan-ganz catheter involved in this case was received for evaluation, nevertheless, the product evaluation is still ongoing. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. Product evaluation ongong.

Event description:
As reported, when administering a bolus during the post operative period through the proximal port of this swan-ganz catheter, there was back flow and leakage at the junction of the introducer and the catheter. An approximate leakage of 10ml/hour of blood mixed with fluids and drugs (inotropes) occurred knowingly during almost 24 hours after the bolus. It was confirmed that the catheter had worked correctly during the surgery. The leakage never stopped completely, however the swan ganz was not replaced. The user could easily give drugs or fluid through the introducer and managed the issue using gauze pieces to absorb the leakage and by avoiding injecting fluids through proximal port wherever and whenever possible. The catheter remained inserted for almost 48 hours inclusive of intra and post operation period. There was no allegation of patient injury or any treatment required due to medication loss. The catheter was available for evaluation.

Manufacturer narrative:
The swan-ganz catheter involved in this case was received by our product evaluation laboratory for a full evaluation. The reported event of backflow issue could not be confirmed. The unit was received, but no introducer was returned. Leak testing was performed with a laboratory 8.5f introducer with received catheter inserted. No leakage was observed. All through lumens were patent without any leakage or occlusion. The balloon inflated clear, concentric and remained inflated for more than 5 minutes without leakage. No visible damage or inconsistency was observed from catheter body, balloon, and returned syringe. Additionally, the manufacturing records were reviewed and there is no indication of a related nonconformance; all process parameters were met and inspections passed successfully. On the other hand, patient demographics were requested but not available. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review.